Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited an inability to capture in the ventricle even at max output. The device was programmed to vvi @ 70 and 7.5 volts. The rep is seeing a vpace marker, followed by as and then an intrinsic ventricular beat is being labeled vt. In addition, at implant the ventricular pacing impedance was 1100 ohms and dropped to 463 ohms in early november. Since then daily impedance measurements have been in the 330 ohm range. The threshold was initially 0.8 volts and dropped to 0.6 volts in early november. The sensing has also dropped from 8 mv down to 3-4 mv range.